Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose 201 mg/dl. During troubleshooting, it was found that there is a motor position encoder error alarm (e70) in the history. Customer reported that drive support cap appeared normal, insulin pump was not exposed to magnetic field and pump was able to rewind. Customer also mentioned that he got the calibration error alarm and declined troubleshooting on the issue. After troubleshooting, customer was advised to discontinue use of insulin pump and revert to back-up plan per healthcare professional's recommendation. Advised customer that the insulin pump is being replaced. Insulin pump is expected to return for analysis.